Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax. It was initially reported by the customer that after left ventricle (lv) mapping, the qdot micro catheter was inserted via the lv septal approach, and then mapping and pacing were performed. When the catheter was removed once to change to the transaortic approach, blood had entered the spring section of the contact force. They attempted flushing and other methods, but the blood was not removed, so the catheter was replaced. There was no adherence of thrombus or similar material. The procedure was completed without patient consequence. Additional information received indicated there was no physical damage on the catheter. Upon visual inspection, blood was found inside the transparent portion of the catheter tip, but it was unclear where it had entered from. There were no difficulties maneuvering the catheter or during the withdrawal. The customer's reported blood in the spring section issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-jun-2025, the bwi pal revealed that a visual inspection of the returned device found a cut in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures and screening test of the returned device was performed. Visual inspection was performed, and a cut was observed on the pebax surface with reddish material inside. No other issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The issue reported by the customer was confirmed due to the cut and foreign material inside the pebax. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).